Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site that was treated with topical antibiotics. The implanted device remains.